Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of a clinic cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm several times during the last drain phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was noted that fluid was not discovered on the exterior of the cycler set cassette. Fresenius technical services issued new cycler to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The clinic has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of a clinic cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm several times during the last drain phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was noted that fluid was not discovered on the exterior of the cycler set cassette. Fresenius technical services issued new cycler to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The clinic has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of a clinic cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm several times during the last drain phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was noted that fluid was not discovered on the exterior of the cycler set cassette. Fresenius technical services issued new cycler to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The clinic has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler performed and passed a patient sensors test, valve actuation test, system air leak test, and teach pumps check. A simulated treatment (post-ast 2hours 15mins 8500ml) was performed without any failures or problems. No fluid leaks in the test cassette during the test. The mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.